Manufacturer narrative:
The reported event of the device found in backup mode was confirmed. The device was received in backup mode with the battery level within the normal range. Analysis of the device image indicated that the backup mode occurred due to reset errors within and integrated circuit. Further testing was performed, including cold temperature soak to stress the device, and back up condition was reproduced. This malfunction is consistent with a in integrated circuit cold temperature sensitivity. Abbott is continuing to monitor this issue. A device longevity assessment was also performed and was revealed to be within expected range.

Event description:
Prior to an implant procedure, the device was observed to be in back-up mode (bvvi) due to a hardware error. Technical support was contacted and the device was exchanged to resolve the event. The patient was stable.